Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed to increase rv output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had exhibited an increase in impedance, and the patient was referred to another facility. A lead revision has been scheduled, and the rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, and the right ventricular (rv) lead exhibited loss of capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.